Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. Based on the information gathered during baxter?s investigation, the root cause of the report was not determined. The lot information was unknown; therefore, a batch review was not performed. A use error was identified during troubleshooting. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a check patient line alarm that appeared on the homechoice (hc) unit during initial drain. The homepatient (hp) stated that she was disconnecting herself and reconnecting herself . The hp let solution flow out of the patient line and it is now compromised. The technical service representative e(tsr) explained that the hp would have to start over with new supplies or risk infection. The tsr advised hp to use manual supplies and call the registered nurse (rn). The hp understood explanations, ended therapy, will use manual supplies and will call rn. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.